Manufacturer narrative:
(B)(4). No consequences or impact to patient; (B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated potassium results for two patients while using the architect c8000 process module. The customer provided the following result (mmol/l): (B)(6) (B)(6) 2014: initial 6.63, repeated on same analyzer in duplicate and again on blood gas analyser: 4.43 (B)(6) (B)(6) 2014: initial 6.67, repeated on same analyzer in duplicate and again on blood gas analyser: 4.89 no impact to patient management was indicated. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service evaluation, a search for similar complaints, and a review of labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. This involved part replacements per normal troubleshooting procedures, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect c8000 analyzer, ln 01g06 was identified.